Manufacturer narrative:
Establishment name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State, province or territory: ca california. Country: united states of america. Post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set bent cannula on first day of insertion on (B)(6) 2026 which leads to high blood glucose levels. The patient was hospitalized on (B)(6) 2026 due to high blood glucose levels upto 500 mg/dl with positive ketones more than 2 mmol/l and got treated by manual injection and intravenous drip. The patient was in use for less than 24 hours.